Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2-3. The second clip delivery system (cds) was advanced to the mitral valve. During deployment, the actuator knob was turned 8 times and attempted to be pulled back, but resistance was felt and the clip did not release from the cds. Troubleshooting was performed for approximately 5 minutes, and the clip deployed successfully. Two clips were implanted, reducing the mr to 1-2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. Due to the condition of the returned device (clip deployed), the reported difficult to deploy clip and retraction problem were unable to be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty deploying the clip and retraction problem could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.